Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not retain a sample for this complaint report. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blade is unknown as a sample was not returned for investigation. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the blade was thicker and dull. The surgeon had to use extra "force" to use the blade during surgery. There was no harm to patient or any unplanned medical treatments. A product sample has been requested. This the second of two reports from the customer for the same event.